Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr370 reusable humidification chamber dome was found cracked during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject mr370 reusable humidification chamber was not received for analysis. Our investigation is therefore based on the photograph and information provided by the healthcare facility and our knowledge of the product. Results: review of the photograph provided by the healthcare facility confirmed a crack at the dome of the chamber. Conclusion: without the device being returned to f&p healthcare nz for further investigation it is not possible to determine the cause of the crack. The user instructions that accompany the mr370 reusable humidification chamber state the following: - "the following solutions should be avoided as they may cause the chamber to crack: ketones, formaldehyde, chlorinated hydrocarbons, hypochlorite, inorganic acids, aromatic hydrocarbons, phenol (>5%)" - "to prevent cracking, ensure that the water inlet port plug, and any other reusable components, are disconnected from the chamber before cleaning." - "visually inspect products before each use on a patient. Discard if faulty or if there is any sign of deterioration such as cracks, tears or damage. These may cause gas leaks and loss of ventilation or respiratory support."

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr370 reusable humidification chamber dome was found cracked during patient use. There was no reported patient consequence.